Event description:
It was found that access door would not lock/latch due to loose fasteners. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.